Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to the same meter with readings of ¿5.8, 10, 9.2, 7.5, 9.7, 9.0, 4.0 and 5.0 mmol/l. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.